Manufacturer narrative:
On 1/29/2020, the investigation on the suspected medical device was completed. Investigation summary : during visual analysis of the sample, a crease was found in the anterior view. Within the crease, a tear was observed in the anterior and extending to the posterior view, measuring approximately 13.0 cm . These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel -filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received information regarding the patient's demographic and the procedure type that the patient underwent. The patient's race is caucasian, and the procedure was her primary breast augmentation. On 1/18/2020, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral capsular contracture and breast cysts. Revised reason for device explant and/or reoperation: desire for implant removal, capsular contracture, and breast cysts. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 300cc mentor memorygel breast implant (catalog #:3503001bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative right-sided deflation. The patient underwent bilateral removal without replacement on (B)(6) 2019, and the right-sided implant was found to be ruptured.